Event description:
Chemistry tech was removing a stopper from a used blood collection tube when the tube broke. Glove and hand were both cut. The puncture was classified as a surface scratch with small volume of blood for short duration by the employee.